Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 79 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 131 - 169 mg/dl; expected fasting blood glucose test result range is 100 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated she had obtained the result of 79 mg/dl after eating two pieces of cake and that she had felt a little dizzy and believed it was due to high blood sugar. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 157 mg/dl and 188 mg/dl using truemetrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :91mg/dl date: (B)(6) 2018 time:11:44am non-fasting; result 2 :79mg/dl date: (B)(6) 2018 time:11:12am non-fasting; result 3 :91mg/dl date: (B)(6) 2018 time:11:19am unknown; result 4 :110mg/dl date: (B)(6) 2018 time:5:00pm non-fasting; result 5 :111mg/dl date: (B)(6) 2018 time:10:06am non-fasting.